Event description:
A bayer representative from canada reported that during a training session with a group of nurse practitioners, one of the nurses accidentally stuck herself with a used lancet. The product information was not provided. Product performance was not in question, evaluation not requested.

Manufacturer narrative:
The product information was not provided. The manufacture date could not be determined and lancets are not t 510(k) cleared.